Event description:
Reporter stated that patient received the following results on the performa nano system compared to lab results within 10 minutes: 14.6 mmol/l (performa nano system) and 5.9 mmol/l (lab). No actions taken based on device results. No adverse event due to the device reported. The alleged product cannot be returned for evaluation due to legal and custom issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return.